Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection and functional testing were performed. During clamp function testing a minute leak was observed through the titanium spike with white twist clamp engaged. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.